Event description:
Caller states that the pt tested 1.5 inr on the device and 2.2 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.